Event description:
It was reported that the ventilator's touchscreen was not operating. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: a touchscreen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to resistance measurements are out of specifications.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the touchscreen to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.